Manufacturer narrative:
The customer returned a dialyzer from the reported lot for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 230° with the ports at 0° on the non-cavity ID end. The fiber fragment was approximately 2.41mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot, both addressing internal blood leaks (no samples). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The event was confirmed based on the sample evaluation; however, a cause could not be established. The returned sample was scrapped after evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a hemodialysis (hd) patient's treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred immediately after imitation of treatment started. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a hemodialysis (hd) patient's treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred immediately after imitation of treatment started. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.